Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2016-33303

Event description:
The customer reported that during the procedure, the cutter was not working. It is unknown if aspiration was present. Another pack was opened and the procedure was completed without harm to the patient.

Manufacturer narrative:
One probe was found that the cutter was not working during the surgical procedure. The probe complaint sample was visually examined and deemed nonconforming. The probe needle is completely broken off above the stiffener sleeve. A device history record review was conducted and the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The evaluation cannot confirm the probe did not cut due to the damage for the returned sample. The evaluation does confirm that the probe needle is broken just above the sleeve. How and when the needle became broken cannot be determined from this evaluation. The complaint information indicated the probe was used in surgery. The complaint evaluation cannot determine if this damage occurred during surgery and during the return of the probe for evaluation. (B)(4).